Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the implant was removed and replaced with another manufacturer¿s device as the stimulator had failed. The indication for use was chronic low back pain. No patient symptoms reported.